Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The monitor evaluation is still underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated prior to passing away on (B)(6) 2018 while wearing the lifevest. The patient was at home at the time of passing and paramedics were called but were unable to resuscitate the patient. Per review of the event, the patient's rhythm transitioned to bradycardia at 10 to 25 bpm, degrading to asystole. The lifevest delivered a treatment shock at 09:02:58 while the patient was in asystole. Oversensing of the low-amplitude cardiac signal contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.